Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on january 7, 2021. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor received additional information regarding this complaint. The event date has been updated accordingly. Additionally, the patient experienced suspected rupture bilaterally. An additional symptom reported was tinnitus. Also, the patient reported having heavy metal deposits in her body. Mentor became aware that it erroneously submitted the implant date in the date of birth field (a2). This value has been updated. Reason for device explant and/or reoperation: generalized illness/pain/heavy metal toxicity/rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness/pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 475 cc mentor memorygel breast implant (left) and a 500 cc mentor memorygel breast implant (right) experienced several unexplained systemic symptoms post procedure. Sharp shooting pain, an unexplained rash all over her body, and difficulty taking a deep breath were all noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, explant without replacement is planned for (B)(6) 2020. See 1645337-2020-08011 for contralateral prosthesis report.